Manufacturer narrative:
Completed training of incoming inspections, in-process inspections, and final release inspections of trays with involved associates. Root cause was human error, inconsistency.

Event description:
Inner sheath (eris-cf25) was not clean. Eris-cf25 was placed in the patient and the surgeon placed the biopsy punch through the sheath, resulting in foreign matter being displaced into the patient.